Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-03-06. It was reported that the circumstances contributing to their spondylosis was the first time they were in a car accident in 1971 and the cause of the second time was reported to be unknown but the patient had been working 12 hour days at that time. The patient had back surgery and got the stimulator to try and control the pain and spondylosis. It was reported that the patient really did not know what circumstances led to the implantable neurostimulator (ins) flipping. However, it was noted that the battery was not seated in the muscles. The health care professional (hcp) wanted to put it in their rib cage but the patient elected to have it removed as it was not helping them. The patient thought that the other reason that the battery was flipping was due to the patient¿s restless nights. It was stated that the patient had their device removed because they did not want it in their rib cage and the hcp could not guarantee that moving it would solve the problem.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. The patient reported that her system was explanted. The patient reported her battery kept flipping in her back and tangled up the leads. She stated that the therapy was not helping and she was getting zapped like it was ¿electrifying¿ her. The patient stated that he healthcare professional conducted a revision surgery to untangle the leads. She reported that the whole system was explanted because it was not providing pain relief. The patient mentioned that she developed spondylolisthesis, but did not know if it occurred before or after the system explant. Follow up was conducted.

Event description:
Additional information was received. It was reported that the manufacturer representative had not met with the patient since their implant, but that there was a note that the patient was explanted some time before (B)(6) 2016. It was reported the battery flipping was not believed to be accurate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.